Manufacturer narrative:
Failure analysis noted that the esc button of the insulin pump did not respond due to corroded keypad traces. There was no button error alarm. The pump had minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that he had the pump in his mouth. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.